Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20 mg/ml bupivacaine at 5.608 mg/day and 10 mg/ml morphine 2.804 mg/day via an implantable pump for spinal pain. It was reported that when the patient started with the pump in "2012/2013", they started with half morphine and half bupivacaine and it was noted to work "pretty good". It was noted the patient had thought before the pump was implanted that the pump was going to be for pain and spasticity relief, but it has only been used for pain control. The patient's pain from muscular dystrophy was taken from pain rating 8 to "1-2". In (B)(6) , 2015, the medication was changed to 2/3 bupivacaine and 1/3 morphine, which initially helped. It was noted that the patient has had one increase since the medication had been changed. However, since (B)(6) 2016, the patient felt like the pump wasn't on or working, so much he hurts. This was considered to be a gradual onset. It was also noted that the patient was in the hospital unrelated to the pump or therapy on (B)(6) 2016 and the intensive care unit physician said that maybe bupivacaine was the reason the patient's liver function panels were so high. An MRI was done unrelated to the pump or therapy, after which the pump was checked and was noted to be working. Additional information has been requested regarding the cause of the event; actions/interventions taken; and the outcome of the event, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information was received from the health care provider (hcp) through a manufacturing representative regarding a patient now receiving intrathecal morphine 5mg/ml at 0.5 mg/day and bupivacaine 30 mg/ml at 2.998 mg/day. The patient complained of loss of target drug delivery efficacy. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A dye study was attempted but not successful. The hcp was unable to aspirate the catheter, but no root cause was provided. A new catheter was implanted. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.